Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('specimen a: lesion; all embedded as a'), pelvic pain ('pain/ pelvic area pain'), genital haemorrhage ('bleeding') and abdominal adhesions ('surgery(other)-type of surgery:exploratory surgery-bladder attached to intestines') in an adult female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, cough, sinus pain, chills, nasal congestion, sinus pressure, nasal discharge, diarrhea, abdominal pain, right upper quadrant pain, hypokalemia, giardia lamblia infection, blood stool, fever, multigravida and parity 3. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, menometrorrhagia, nausea, vomiting, bowel sounds abnormal, endometrium cystic, adenomyosis and dysplasia. Concomitant products included medroxyprogesterone acetate (depo provera), naproxen, oxycodone hydrochloride;paracetamol (percocet) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify which one weight gain"). In 2011, the patient experienced back pain ("lower back pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy. And total abdominal hysterectomy(full) with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain had not resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in essure removal dates. Had to separate her bladder from her intestine, he said that hysterectomy caused that. Current weight: 163 lbs. Discrepancy of date of removal: (B)(6) 2011. Discrepancy noted in date of insertion- (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, pelvic pain, lot number: 810889 manufacture date:2010-12 , expiration date: 2013-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("specimen a: lesion; all embedded as a"), pelvic pain ("pain/ pelvic area pain") and abdominal adhesions ("surgery(other)-type of surgery:exploratory surgery-bladder attached to intestines") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery. Concurrent conditions included body mass index normal, menometrorrhagia, nausea, vomiting and bowel sounds abnormal. Concomitant products included medroxyprogesterone acetate (depo provera), naproxen and oxycodone hydrochloride;paracetamol (percocet). In (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced back pain ("lower back pain"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify which one weight gain"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant) and genital haemorrhage ("bleeding"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy. And total abdominal hysterectomy(full) with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6)2011. At the time of the report, the embedded device, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain had not resolved, the abdominal adhesions outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered abdominal adhesions, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in essure removal dates. Had to separate her bladder from her intestine, he said that hysterectomy caused that. Current weight: 163 lbs. Discrepancy of date of removal: (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6)2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, pelvic pain, most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received :following event was added : surgery(other)-type of surgery:exploratory surgery-bladder attached to intestines. And bleeding. Outcome of the event abnormal bleeding(vaginal,menorrhagia) was changed from not recovered/not resolved to recovered/resolved. Reporter information updated. Event onset dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("specimen a: lesion; all embedded as a") and pelvic pain ("pain/ pelvic area pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery. Concurrent conditions included body mass index normal, menometrorrhagia, nausea, vomiting and bowel sounds abnormal. Concomitant products included medroxyprogesterone (depo provera), naproxen and oxycocet (percocet). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy.) And surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed in (B)(6) 2011. At the time of the report, the embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain had not resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in essure removal dates. Had to separate her bladder from her intestine, he said that hysterectomy caused that. Current weight: 163 lbs. Discrepancy of date of removal: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs and medical record received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea (cramping), dyspareunia, fatigue, back pain, weight gain. Concomitant diseases, concomitant drugs, historical condition and lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('specimen a: lesion; all embedded as a'), pelvic pain ('pain/ pelvic area pain'), genital haemorrhage ('bleeding') and abdominal adhesions ('surgery(other)-type of surgery:exploratory surgery-bladder attached to intestines') in an adult female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, cough, sinus pain, chills, nasal congestion, sinus pressure, nasal discharge, diarrhea, abdominal pain, right upper quadrant pain, hypokalemia, giardia lamblia infection, blood stool, fever, multigravida and parity 3. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, menometrorrhagia, nausea, vomiting, bowel sounds abnormal, endometrium cystic, adenomyosis and dysplasia. Concomitant products included medroxyprogesterone acetate (depo provera), naproxen, oxycodone hydrochloride;paracetamol (percocet) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify which one weight gain"). In 2011, the patient experienced back pain ("lower back pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy. And total abdominal hysterectomy(full) with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased and back pain had not resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in essure removal dates. Had to separate her bladder from her intestine, he said that hysterectomy caused that. Current weight: 163 lbs. Discrepancy of date of removal: (B)(6) 2011. Discrepancy noted in date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received- lot number was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.